Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H11: livanova deutschland manufactures the arterial clamp- ac arm long (620 mm). Cockpit logs provided and checked. The claimed message (e1200) was recorded in a couple of cases when entering a case. The message did not re-present itself within the same case. As indicated by the fse, after a couple of times the machine was rebooted, the error disappeared. No deviations in the function of the ac were noted. The clamp was asked back for further analysis. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that arterial clamp displayed "arterial clamp defective" message during a procedure. Message shown and the arterial clamp remained completely functional. Message disappeared after rebooting a couple of times the unit. There is no report of any patient injury.

Manufacturer narrative:
The ac was requested for further testing, received and inspected. No significant external defect could be observed. The clamp was connected to a test essenz hlm and simulation tests were executed. The clamp always behaved as intended and no error messages were displayed. The clamp was opened to evaluate the internal condition of the item and visible defect were noticed. Eventually, the clamp was connected to an automated test bench and tested for 24 hours (opening and closing commands given to the clamp for 24 hours). No deviations could be detected. A review of the service history of the device has been conducted, indicating that the ac was manufactured in 2023 and no other similar events have been reported. No trends regarding the reported type of issue have been detected. Based on the collected information, the issue was confirmed via log analysis but the root cause of the event remains undetermined as the problem could not be reproduced. It cannot be ruled out that the issue was caused by a temporary electrical communication issue between the ac and the system, which resulted in the claimed error message. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.